Event description:
It was reported that during implant the pulse generator setscrew was stripped. The physician elected to retain the device implanted. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.